Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during inspection of the drill bit, it was identified that the cutting part of the drill is broken. Broken part was not returned. No patient involvement reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available.

Manufacturer narrative:
DHR review was completed. Part # 03.503.451, synthes lot # u246617, supplier lot # (B)(4), release to warehouse date: 01 jul 2016, supplier: (b)(4,) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have received a drill bit for investigation. The visual inspection has shown that approximately 22 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 50.3-51.1 hrc also within the specification of 50-55 hrc. The used material was stainless steel (B)(4) as required. This lot of (B)(4) pieces was manufactured in (B)(6) 2016 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Measurement outer diameter ø1.5: gage: 3-03-17585, tolerance ø1.5 +0.01/-0.014, result: ø1.5 "pass". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..